Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation (af) ablation one farawave 31 mm was selected for being used, however residue was visible on catheter upon opening. Alternate method was used, and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.